Manufacturer narrative:
The fse and the application scientist confirmed the source of the leak to be due to a loose fitting at line 8 (wiremarker) on the flow cell harness. The application specialist tightened the fitting and the issue was resolved. (B)(4).

Event description:
The customer reported an uncontained fluid leak of approximately two hundreds (200) milliliters from the flow cell area on the unicel dxh 600 coulter cellular analysis system during installation. The customer was wearing personal protective equipment consisting of laboratory coat and gloves when the leak occurred. There were no reports of injuries, erroneous results, direct contact with the leak or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) assisted the application scientist at the customer site over the phone to troubleshoot the issue.